Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Caller declined to load a new cartridge. Caller will continue to use current cartridge and follow up if necessary. There was no adverse impact to the customer¿s blood glucose level.